Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert, performed a fingerstick that read 90 mg/dl, dismissed the alert, and recalibrated the ilet pump; the device displayed an outdated year on an insulin alert, and the user was guided to correct the pump¿s date, time, and confirm weight entry. Symptoms included no reported physical symptoms. Outcomes included no medical intervention or hospitalization. Investigation included customer service¿guided troubleshooting, recalibration, and verification of device settings. Investigation of this case revealed a discrepancy between sensor alert and capillary glucose, and an incorrect device date/time setting; after recalibration and time correction, the pump was expected to reflect the fingerstick value. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.